Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the a correction bolus was delivered and 2 hours later the contact noted the customer's blood glucose (bg) level was 48 (mg/dl). Juice and a granola bar were consumed to address bg level. At the time of the call the customer's bg level had risen to 111 (mg/dl). The contact stated they believe the low bg is due to the customer's body constantly changing and that the pump is working as intended. The contact stated they are currently working with the customer's endocrinologist on adjusting the pump settings appropriately.